Event description:
Medical device recall philips respironics CPAP and bi-level pap devices I contacted philips to a recall letter for my CPAP. Upon contacting philips via a telephone help/service line, I was informed that philips does not know when they will be able to repair/replace my philips CPAP that is part of the recall. I asked if they would reimburse for a temporary replacement unit. I was told we do not know. I asked for a supervisor for additional information. I was told there is no additional information. I asked what department I could speak to about temporary CPAP replacement until philips has an answer to my health concerns related to not having access to a CPAP. They gave me an option to escalate my concerns related to this recall. I chose to escalate my issue. I received the recall notice last week. I contacted philips this morning 10:33 am CT. It was confirmed that my CPAP device is part of the recall. There was no timeframe given for the next action to be taken by philips including the escalation of my health concerns related to the CPAP recall. My device was registered in the recall confirmation number -(B)(4) my name - (B)(6). I am providing this information to the FDA due to the poor preparation and response to consumers by philips. My doctor prescribed this CPAP after sleep study testing summer 2020. I have been tested 4 times since the 1990's each time prescribed a CPAP which I have been using since the 90's. Philips should be offering an option for consumers to temporarily replace the CPAP for each consumer affected by the recall either with a CPAP or with a program to rent a CPAP or obtain a loaner. FDA safety report ID # (B)(4).